Manufacturer narrative:
H3 other text : device evaluated by manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The airflow delivery stopped, and the unit turned off by itself and then resumed airflow delivery while in patient use. There was no harm or injury reported. During an evalution of the unit the reported complaint was not duplicated but error code e-45 was recorded in the error log. A temporal abnormality was suspected to occur on cfu or memory on the main pca due to program execution error, so the program was not processed normally. This resulted in repeat reboots of the unit and the occurrence of ventilator inoperative alarm. The main pca was replaced.